Event description:
It was reported, the xenon light source had a poor light source interface and an occasional b30 error. The issue occurred at preparation before an unknown procedure. The intended procedure was completed using the same set of equipment. The patient was not under anesthesia and there was no delay. There were no reports of patient injury and harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, it was found that there was a noisy image in which the subject could not be recognized. Based on the results of the investigation, it is likely the following led to the malfunctions: a faulty scope socket which caused an output connector failure and a contact failure of the connector. Olympus will continue to monitor field performance for this device.